Manufacturer narrative:
Device 2 of 6 patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient faced six infusion set fell off during use. The patient's blood glucose at time issue was noticed as 12mmol. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.